Event description:
The user received questionable rubella igg results for two patient samples from the cobas e601 analyzer serial number (B)(4). Of the data provided, the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 0.845 iu/ml (not immune/negative). This result was reported outside the laboratory. On a later date, while performing a reagent lot cross-over study, the sample was retested. The repeat result was 213.1 iu/ml (immune/positive) and a corrected report was sent on (B)(6) 2011. The user did not believe any action was taken based on the discrepant result and did not have access to further information. Upon evaluation of the analyzer, the field service representative determine the photomultiplier tube high voltage was misadjusted. He adjusted the voltage and ran performance testing. The user ran calibration and quality control with results within specifications.